Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Blood glucose level was impacted (300's mg/dl) and was addressed by delivering a correction bolus, via the pump. It was indicated that the customer did not have a back-up form of therapy and declined follow-up.